Event description:
Reportedly, the pt underwent laparoscopic cholecystectomy with intraopertive cholangiogram by placing clips at the surgical site. However, the pt returned with post-operative biloma status and was taken to the operating room, where it was found that a leak from the cystic stump with possible stenosis or spasm of distal common bile duct had occurred. Pt status: unknown. Procedure: laparoscopic cholecystectomy.